Manufacturer narrative:
Other, other text: updated information provided in h6 and h10. No problems or issues were identified during this device history record (DHR) review. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported the device leaked medication from the filter. The leaking was noticed after 24-36hrs. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.